Event description:
An individual called and stated that, he found a blood glucose meter and lancing device in front of his house. He stated, the lancing device stuck his finger when he picked it up. He was calling to find out what the devices were used for. Customer service explained what the meter and device were used for and suggested the individual contact his doctor. The caller declined to give any personal information and ended the call.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date.